Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on their insulin pump. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to act and up button were flat button dome. The connector was inspected and locked on lcd board. No button error alarm noted. The insulin pump was received with cracked reservoir tube lip noted.